Manufacturer narrative:
(B)(4). The device was not returned for evaluation. However, angina and thrombosis are listed in the xience alpine everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information and related record review, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Additional information received: the patient was not compliant with dual antiplatelet drug therapy after the procedure. The patient has recuperated. No additional information was provided.

Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the xience alpine 3.0 x 38 mm stent was implanted on (B)(6) 2016 in the mid and proximal left anterior descending coronary artery. The patient returned to the hospital on (B)(6) 2016 with chest pain and thrombosis was found. The thrombosis was aspirated and the lesion was dilated with a 3.25 x 13 mm non-abbott balloon catheter. As of (B)(6) 2016, the patient remained in the hospital. No additional information was provided.